Event description:
A report was received that the patient was experiencing pain at the lead site. The patient also mentioned that the area was tender to touch. The patient was prescribed with pain medications.